Event description:
It was reported there was a surging sensation following environmental exposure to a (B)(6). The patient noticed an increase in stimulation when his wife accelerated the car and a decrease in stimulation when his wife decelerated. When this occurred, the patient was a passenger and the stimulation was on. This did not occur when the patient was a passenger and the stimulation was off. The stimulation increased to the point where it started to be uncomfortable for the patient. The patient only tended to his the stimulator at night while sleeping and did not use it much during the day. No further information was known.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n427134, implanted: (B)(6) 2014, product type: accessory. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).